Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed svc (superior vena cava) defibrillation coil became extr insically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead was noted to have separated during implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.